Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 05/22/2024 at 20:37:06 a no delivery alarm was recorded. In addition, pump error 53 was recorded on 07/10/2024 at 11:46:00. File number: 2005 and line number: 5632. Per software engineer log, error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. However, no alarms noted during testing. No stuck key alarms on event date to confirm complaint code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was also received with cracked retainer, stained keypad overlay, cracked keypad overlay at select button, pillowing keypad overlay, broken belt clip rails, scratched case and battery tube threads - cracked. In conclusion, unit was tested successfully, and no unexpected no delivery alarms noted. Unit received with all buttons responding properly. Unit functioned as designed. The customers concern for cosmetic damages were confirmed when broken belt clip rails were noted during visual investigation. However, pump error 53 was recorded in the adapt tool due to triggered when pump attempts to re-initialize/establish communication to the rf chip. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, keypad/button unresponsive/button error, damage (physical or cosmetic), belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-332a, mmt-244a, acc-1601. Troubleshooting was partially performed. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk, mmt-332a, mmt-244a and acc-1601.